Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery interventional procedure in a mildly tortuous and mildly calcified 90% restenosed lesion, the voyager nc balloon ruptured during the second inflation at 16 atmospheres (atm). A non-abbott balloon dilatation catheter was used to complete the procedure. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to balloon ruptures included, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, interactions with accessory devices, patient anatomy, and/or lesion calcification and/or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the evaluation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly tortuous and calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation at 16atm which is below the rbp of 18atm. A review fo the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.